Event description:
It was reported that during a vascular access intervention (vaivt) procedure, foreign material (fm) was found. The 90% stenosed target lesion was in a moderately tortuous, non-calcified shunt. The physician was using a non-bsc guide wire inserter to advance the 110cm,8cm poly tip v-18 guide wire into a terumo introducer sheath when resistance was encountered. The guide wire was removed. Another attempt to re-insert the guide wire into the introducer sheath was made when the physician noticed a foreign matter on the device. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was not returned by the customer; however, a foreign material was returned; therefore, no product analysis could be performed properly. The returned material was sent to external analysis ((B)(4) lab, (B)(4) analysis) to identify the returned material, and compare it against the main possible substances that form part of the finish good. (B)(4). No specific single substance or mixture was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A most probable root cause could not be identified. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vascular access intervention (vaivt) procedure, foreign material (fm) was found. The 90% stenosed target lesion was in a moderately tortuous, non-calcified shunt. The physician was using a non-bsc guide wire inserter to advance the 110cm, 8cm poly tip v-18 guide wire into a terumo introducer sheath when resistance was encountered. The guide wire was removed. Another attempt to re-insert the guide wire into the introducer sheath was made when the physician noticed a foreign matter on the device. The procedure was completed with a different device. No patient complications were reported and the patient status is good.